Event description:
On (B)(6) 2012, the user in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to a laboratory result. No specific blood glucose values were provided. The issue was not resolved. There was no report of patient injury associated with this issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.